Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing pain at the implant site and had inadequate stimulation due to lead migration. The patient will undergo a revision procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain in the anal area and bilateral in feet. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain in the anal area and bilateral in feet. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. No device malfunction suspected. The patient was doing well.

Event description:
A report was received that the patient was experiencing pain in the anal area and bilateral in feet. The patient will undergo a revision procedure.